Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm code 1870. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump found slight pry marks observed on the rear housing. Review of device history log identified following event: 1005> error 1870 3/22/2019 12:17:00 am / functional testing included use testing. The device was powered up and alarmed ec 1870 which is an issue with the motor. The pump was opened and the motor was tested. The motor passed the tests. Visual inspection of the assembly found the shield on the front housing loose and misaligned. Optical switch connection contacts are positioned close together possible short area. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused assembly misalignment.